Event description:
Subsequent to a transperineal prostate brachytherapy implant procedure, it was discovered that the distal 2 cm of one of the prostate seeding needles had broken and remained in the pt. This was discovered on (B)(6) 2014 during a scheduled post implant CT eval of the quality of the implant. This was only one of fifteen special purpose 18 gauge one time use needles used to preform the procedure. Upon discovery, the pt was informed, but was asymptomatic. It was decided that surgical removal might be a greater risk than leaving the tip in and observing. The pt eventually developed pelvic pain and the needle tip was surgically removed. Diagnosis or reason for use: introduction of radioactive prostate sources ("seeds").